Manufacturer narrative:
Not returned.

Event description:
It was reported that when the patient presented remotely through merlin.net transmission, multiple non-sustained right ventricular oversensing episodes were observed. No patient symptoms were noted. Upon review of the transmission, intermittent ventricular undersensing was noted. The episodes were caused by pseudo-pseudo fusion. Programming changes were made.